Manufacturer narrative:
(B)(4).

Event description:
It was reported "the intensive care unit reported that the guide wire unraveled during use." Another device was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a separated stylet was able to be confirmed by the photo. The photo shows a core wire separation in the medial portion of the stylet. The surrounding coil wire is unraveled. Additionally, the distal weld appears to be missing. Signs of use in the form of biological material were observed inside the side arm. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: do not cut placement wire/stiffening stylet when trimming catheter to reduce risk of damage to placement wire/stiffening stylet, wire fragment, or embolism," and "warning: remove placement wire/stiffening stylet and luer-lock sidearm assembly as a unit. Failure to do so may result in wire breakage." Arrow stylets of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force when tested per iso 11070 test configuration. Based on these circumstances and appearance of the damage, unintentional use error likely contributed to this event; however, the root cause cannot be confirmed without the device for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the intensive care unit reported that the guide wire unraveled during use." Another device was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".